Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would alarm a failed battery with every battery she inserts. The customer's blood glucose level was unknown. The customer was also not able to calibrate. The failed battery alarm also occurred during troubleshooting. The customer was advised to monitor the insulin pump and the sensor.